Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed the downstream occlusion sensor test. Any pt involvement, injury or medical intervention is unk. During baxter's functionality testing, the device failed to detect a downstream occlusion, which is likely what the customer-reported symptom is referring to.